Event description:
It was observed that during the device evaluation, the subject device exhibited dent in the distal sheath and the insertion sheath was crushed and had a kink. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. No root cause could be identified. According to the results of the investigation, the cause of the malfunction is likely to be a dent in the distal sheath, and because the ultrasound is diffracted, it is presumed that the ultrasound cannot be transmitted normally, and this is the reason why the ultrasound image is not displayed normally as indicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.